Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient bg (blood glucose) values reached 790 mg/dl. Patient reported that they do not feel good and went to the emergency room on (B)(6) 2019, due to high bgs. The doctor discarded the pod and does not have the bg values. She has been throwing up as well. She said that her breath smells fruity and the doctors said she had no ketones. Patient stated that she does not cheat on her diet. Patient stated that her face broke out really bad because her bg was so high.